Event description:
It was reported that the workstation would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. It was determined that the system needs a new power switch; the part was ordered. No further repair info is available.